Manufacturer narrative:
Service performed a precision run, which was within specification. The gear pump head was replaced, which resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with crpl3 c-reactive protein gen.3 on a cobas 4000 c (311) stand alone system. The sample initially resulted with a crp value of > 392.78 mg/l accompanied by a data flag. The sample was automatically repeated with decreased sample volume, resulting with a value of 0.72 mg/l. The 0.72 mg/l value was reported outside of the laboratory. On (B)(6) 2019, the doctor requested for a second sample to be collected from the patient and tested. This sample was collected and tested on (B)(6) 2019, resulting with a crp value of 363.53 mg/l. This sample was automatically repeated with decreased sample volume, resulting with a value of 368.33 mg/l. The 368.33 mg/l value was reported to the doctor. No adverse events were alleged to have occurred with the patient.